Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received errors 68, 49, and 23 alarms. The insulin pump also alarmed button error. The insulin pump got blocked and the keypad was unresponsive. Customer's blood glucose level was 218 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No stuck button alarms noted. No damage or moisture damage was found on the keypad assembly and no unlocked keypad connector. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display noted during our testing. The battery was removed from pump and monitored for 10 minutes, the insulin pump powered up properly after insertion of the battery and no pump error 23, 49 or 68 were noted. The insulin pump failed the leak test; leaked at the case behind the pump near the battery compartment. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.